Event description:
Our sales rep reported that during an arthroscopic shoulder repair, metal shavings from a lupine spiral fluted drill bit were seen in the patient. The surgeon removed the debris from the patient, and completed the procedure with no harm or consequence to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Not yet received.